Manufacturer narrative:
Lot number: this report contains allegations against lot numbers 17m021, 18a003, 18b026, 18c064, 18d003, 18d012, 18d049, 18e026, 18e038, 18f021, 18g035, 18h022, and an unspecified lot number. Eleven single use devices were received for evaluation. Visual inspection of all eleven devices revealed that the bladder was ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified for the eleven returned devices. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted for lots 17m021, 18a003, 18b026, 18c064, 18d003, 18d012, 18d049, 18e026, 18e038, 18f021, 18g035, 18h022 and there were no deviations found related to this reported condition during the manufacture of the lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes malfunction events. It was reported that the bladders of twenty-six small volume folfusor ruptured. Twenty-four of these events occurred prior to patient use, and two occurred during patient infusion with no patient consequences. One of the involved patients was a (B)(6) year old male patient; information for the second patient was not reported. No additional information is available.

Manufacturer narrative:
This report summarizes <noe> 27 </noe> malfunction events. It was reported that the bladders of twenty-seven small volume folfusor ruptured. Twenty-five of these events occurred prior to patient use, and two occurred during patient infusion with no patient consequences. One of the involved patients was a 65 year old male patient; information for the second patient was not reported. No additional information is available. One additional single-use device was received for evaluation. Visual inspection revealed that the bladder was ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. Additional relevant information become available, a supplemental report will be submitted.